Event description:
It was reported by the customer they had pierced the breast and had taken four to five samples when the cutter wouldn't retract to remove the sample. The dr had to remove the needle from the breast and replaced the probe, but couldn't get the cutter to move forward or backward. The pt was moved to ultrasound and the remaining samples were taken under ultrasound. There was no pt consequence.